Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the tooth on handle sheared off. With the nail situated in the canal, surgeon needed to slightly rotate it to distally lock. During rotation, the tooth on the insertion handle (that engages with the top of the nail) completely sheared off. They are unsure where the fragment went; they were unable to find it. As a result, the operation was prolonged whilst the nail was removed and another instrument set was located. It was unclear if the thread of the original nail was damaged so a new one had to be used. It was reported: the patient was unaffected and is fine. The op was prolonged due to these issues between 15-20 minutes. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The manufacturing evaluation investigation performed by (B)(4) evaluated the insertion handle as far as possible the handle was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description we are not able to determine the exact cause of this occurrence. We can only assume that a loose connection with the nail caused this shearing off of the tooth. Such a loose connection can lead to a mechanical overload at the tooth as the force is only applied onto the tooth. In addition we found that the device has clearly visible deformations, where the attachments were fixed, which indicates that this was an often and intense used instrument. So wear and tear could also have played a certain role. No product fault could be detected. This complaint was concluded to be indeterminate.